Event description:
This case was initially received via regulatory authority ((B)(6) - health authorities in (B)(6), reference number: (B)(4)) on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ("heavy menstruations with pelvic pain") and thrombosis ("thrombosis behind the left knee") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 3 years 4 months after insertion of essure, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstruations"), synovial cyst ("triple popliteal cysts in both knees"), thrombosis (seriousness criterion medically significant), arthralgia ("joint pain in shoulders, arms, hands, fingers, hips, ankles and feet"), oedema peripheral ("visible edema hands and feet"), headache ("strong headache 1 day out of 3 in (B)(6)") and back pain ("low back pain"). On an unknown date, the patient experienced arthritis ("joint inflammations") and lymphadenitis ("inflammatory nodes in the groin"). The patient was treated with cortisone and surgery (essure removed in emergency by coelioscopy). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, synovial cyst, headache and back pain had resolved and the menorrhagia, thrombosis, arthralgia, oedema peripheral, arthritis and lymphadenitis outcome was unknown. The reporter provided no causality assessment for arthralgia, arthritis, back pain, dysmenorrhoea, headache, lymphadenitis, menorrhagia, oedema peripheral, synovial cyst and thrombosis with essure. The reporter commented: the patient was bedridden following thrombosis behind the left knee, then used crutches for more than one month. She stopped working for 3.5 months. At the time of the report, the patient received 10mg per day of cortisone, due to persistent pain in shoulders, arms, hands, fingers, hips, ankles, and feet. A pet scan showed joint inflammations. Inflammation rate still elevated (49). Puncture of inflammatory nodes in the groin was to be performed in early (B)(6). The patient's rheumatologist suggested a polyarthritis induced by essure, despite negative blood results. The patient mentioned a slight improvement in her health status despite impossibility to re-start sport activities. Diagnostic results (normal ranges are provided in parenthesis if available): positron emission tomogram - on an unknown date: joint inflammations. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: dysmenorrhoea the analysis in the global safety database revealed 279 cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (ansm - health authorities in france, reference number: (B)(4)) on 04-jun-2018. The most recent information was received on 12-jul-2018. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ("heavy menstruations with pelvic pain") and thrombosis ("thrombosis behind the left knee") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 3 years 4 months after insertion of essure, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstruations"), synovial cyst ("triple popliteal cysts in both knees"), thrombosis (seriousness criterion medically significant), arthralgia ("joint pain in shoulders, arms, hands, fingers, hips, ankles and feet"), oedema peripheral ("visible edema hands and feet"), headache ("strong headache 1 day out of 3 in january") and back pain ("low back pain"). On an unknown date, the patient experienced arthritis ("joint inflammations") and lymphadenitis ("inflammatory nodes in the groin"). The patient was treated with cortisone and surgery (essure removed in ermergency by coelioscopy). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, synovial cyst, headache and back pain had resolved and the menorrhagia, thrombosis, arthralgia, oedema peripheral, arthritis and lymphadenitis outcome was unknown. The reporter provided no causality assessment for arthralgia, arthritis, back pain, dysmenorrhoea, headache, lymphadenitis, menorrhagia, oedema peripheral, synovial cyst and thrombosis with essure. The reporter commented: the patient was bedridden following thrombosis behind the left knee, then used crutches for more than one month. She stopped working for 3.5 months. At the time of the report, the patient received 10mg per day of cortisone, due to persistent pain in shoulders, arms, hands, fingers, hips, ankles, and feet. A pet scan showed joint inflammations. Inflammation rate still elevated (49). Puncture of inflammatory nodes in the groin was to be performed in early june. The patient's rheumatologist suggested a polyarthritis induced by essure, despite negative blood results. The patient mentioned a slight improvement in her health status despite impossibility to re-start sport activities. Diagnostic results (normal ranges are provided in parenthesis if available): positron emission tomogram - on an unknown date: joint inflammations . The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: dysmenorrhoea the analysis in the global safety database revealed 310 cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 12-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.